Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that IV vancomycin 1 gram in 250 ml, hung as a secondary, infused in 10 minutes instead of one hour. Pharmacy verified correct programming of the pump. No patient harm was reported. Vancomycin level was normal so the customer suspects that there was back flow from secondary into the primary.